Event description:
It was reported that during a radiofrequency ablation procedure, four episodes of ventricular fibrillation occurred during radiofrequency ablation of the ventricular part of the cavotricuspid isthmus (cti) line while ablation was being delivered near a transvenous implantable cardioverter defibrillator defibrillation lead. The implantable cardioverter defibrillator shock function was turned off for the procedure, and the patient was not being paced internally or externally at the time of the ventricular fibrillation episodes. A cardiovascular implantable electronic device interaction was reported. Seven radiofrequency lesions were delivered. Four cardioversion/electrical energy deliveries were performed to stop the four ventricular fibrillation episodes. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.